Event description:
It was reported that the user experienced persistent high glucose after a recent supply and site change on the abdomen adjacent to the continuous glucose monitor, without a fingerstick confirmation, while traveling and unable to change supplies again; the pump later showed glucose stabilization with a sideways trend and then a diagonal down trend after troubleshooting including site relocation guidance and drop test verification of flow through the contact detach 23 set. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed insufficient information regarding a device problem or component involvement, and no findings were available from the information reviewed. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.